Manufacturer narrative:
The tandem user guide states, "do not remove the used cartridge from the pump during the load process until prompted on the pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load process. The customer stated they did not follow the on-screen instructions before the alarm occurred. Customer's blood glucose level was 150mg/dl. It was confirmed the customer was able to load the same cartridge and resume insulin by following the on screen instructions.